Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the severely calcified, mildly tortuous distal left anterior descending (lad) artery. The lesion was predilated with a 2.5x15 mm maverick balloon. As the physician attempted to deliver the 2.50x12 mm taxus express2 drug eluting stent to the lesion, the device became hung up on the heavy calcification. The device was removed and flared or damage stent struts were noticed. The procedure was completed with plain old balloon angioplasty (poba). No pt complications were reported. Patient status reported as "ok."

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.